Event description:
It was reported that medical attention was sought on (B)(6) 2018 at 9:00pm after the end user alleged that she received faulty blood glucose results from her prodigy diabetes meter. The end user experienced a headache, back pain, wasn't responding and passed out. Her daughter immediately performed a blood glucose test with her prodigy meter and the reading was 114 mg/dl. The paramedics were called and attempted to perform a blood glucose test with their meter. But they were unable to get a reading indicating that her blood glucose reading was too low. She received IV fluids along with sugar water to assist in stabilizing her blood glucose level and there was no reasoning for transport to the ER. No additional details were provided in regards to this medical event.